Event description:
It was reported that the insulin pump was dropped onto the floor. The fall resulted in a crack near the reservoir tube. Afterwards, the display went blank. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank because the battery tube connector was not plugged in properly. The reservoir tube was cracked.